Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with stockert generator and high impedance event occurred. The cable was replaced and the issue did not resolve. The catheter was replaced and the issue resolved. The procedure was completed without patient consequence. Settings during the event include: power control mode, power was 30 watts; impedance was 190-200 ohms. The stockert generator system did not stop ablation when any of the cut off values were exceeded. The system continued to ablate above the impedance cut off value. Lab staff had to press the stop button. The stop button worked correctly. Therefore, this event has been assessed as a reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with stockert generator and high impedance event occurred. Initially the manufacture date of 9/26/2013 was reported in error. On 4/10/2019, clarification was received indicating the manufacture date of 10/10/2013 has been updated. Investigational analysis completed 4/10/2019. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. There were no responses and no clarification were made. Complaint product was not returned for repairs. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacturer's ref. No: (B)(4).